Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt called to report a lap-band system "leak." The pt stated that the "port is faulty and leaking." This event was first noticed "about a year ago" when the pt experienced "no restriction." Pt also stated that "sometime towards the end of [date]" the surgeon performed an esophagogastroduodenoscopy and CT scan to confirm the "leak." No treatment was provided. The lap-band system removal and replacement surgery was scheduled. Follow up in progress.